Event description:
It was reported that the asymptomatic patient presented to the operating room for lead revision. The right atrial lead had loss of capture. The lead was extracted. The patient was well after the procedure and would be followed normally.